Event description:
It was reported that during the deep brain stimulation (dbs) bilateral subthalamic nucleus (stn) dbs implant procedure, bilateral burr hole covers had been placed. Once this was done, the surgeons opened the dura on the right side and began microelectrode (mer) recording. During the mer, the patient was noted to have altered mental status and what appeared to be loss of motor function on the left side of her body. The surgeon and anesthesiologist were concerned about possible subdural hemorrhage or seizure. The surgeon opted to abort the procedure to perform a computed tomography (CT) scan to determine the cause of the event. The microelectrode was removed. The patient symptoms seemed to have resolved by the time they had closed the patient. The physician confirmed that the bsc device was not the cause of the event.